Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and high capture thresholds due to a suspected scarring. Subsequently, this lv lead was capped, and a new lv lead was implanted. No additional adverse patient effects were reported.